Event description:
A report received from vietnam stated an 840 ventilator experienced a loss of communication to the graphical user interface (gui). The device was not being used on pt at the time of the event.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction and replaced the power supply. The cse performed all calibrations, extended self-tes (est), short self-test (sst), and a performance verification test (pvt). The device was found to be operating within manufacturing specifications. (B)(4).